Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that about 30 minutes after the patient had left the catheterization lab after the pacemaker system implant procedure, the patient coded due to loss of blood pressure, asystole and failure for the pacemaker to capture. The right ventricular (rv) and right atrial (ra) leads were thought to have perforated the heart and caused tamponade and pericardial effusion the patient was eventually revived and the cardiologist and surgeon decided to diagnostically create a cardiac window. Approximately 1 liter of fluid was removed from this procedure and afterwards the device was interrogated with no changes being seen from previous checks. Therapeutic hypothermia was ordered and the patient was monitored in the ICU. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.